Event description:
It was reported that the balloon failed to deflate. A 4.50 x 20 mm nc emerge was advanced for treatment and failed to deflate and was removed. The procedure was completed with another balloon with no patient complications.